Event description:
Rec'd info stating that customer rec'd an occlusion alarm. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a f/u MDR will be submitted.